Event description:
The pt was being removed from an intra-aortic balloon pump. The cardiologist attempted arteriotomy closure with a prostar plus 10 fr pvs device. The needles stalled on deployment and did not present. Backdown of the needles was successful. The cardiologist attempted redeployment of the needles, but the needles again stalled. A second back-down attempt was not successful. The pt went for successful surgical removal of the device. The pt was discharged the following day. The instructions for use clearly state that redeployment of the pvs needles once they have been backed down into the sheath following an initial deployment attempt. When backdown is successful, as it reportedly was in this case, the device can be removed without requiring surgical intervention.